Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead had dislodged and exhibited loss of capture and low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The connector of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a stylet in the lead, a pinch on tool on the connector pin, and the connector pin is bent. If information is provided in the future, a supplemental report will be issued.